Manufacturer narrative:
First name is unknown as it was not provided. Email is unknown as it was not provided. The system was evaluated by a field service engineer (fse). The fse checked foot pedal switch and found no issue. Additionally two different vitrectomy handpieces were checked and he could not duplicate problem. He checked and calibrated the system. The system met manufacture specifications upon departure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, a cataract patient experienced chamber instability leading to a broken capsule requiring a vitrectomy procedure. It was also reported the vitrectomy procedure was not completed as the vitrectomy function would not work. A description from the surgery center indicated at the vitrectomy mode/stage, when the foot pedal was pressed, and the irrigation and aspiration would cut off. The surgeon tested the vitrectomy mode and cutter outside the operative eye by turning on the continuous irrigation and verifying a flow, however, as soon as the foot pedal was pressed, the irrigation would shut off. The cataract procedure was not completed and there was no intraocular lens (iol) was implanted.